Manufacturer narrative:
H.6 investigation summary: material #: 367861. Lot/batch #: 3318826. Bd had not received samples, but 2 photos were provided for investigation. The photos show a tube confirming the lot number, but do not show the reported failure mode of loose closure. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and another 10 retention samples by functional testing and no issues were observed relating to loose closure as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode loose closure. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes, an unspecified number of tubes had loose stoppers. No impact was reported.

Manufacturer narrative:
D.2. Medical device type: one additional code applies, jka g.5. PMA/510(k)#: one additional code applies, k213670 h.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes, an unspecified number of tubes had loose stoppers. No impact was reported.